Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the device confirmed that the tip was severely bent. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The stent was damaged. At the proximal end, the stent struts were raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the removal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found that the shaft polymer extrusion was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-aug-2015. It was reported that crossing difficulties were encountered. A 2.50x38mm promus element ¿ long drug eluting was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed proximal stent damage.